Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was on, but the display remained black. The customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. High bg was addressed by a correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy.